Manufacturer narrative:
A batch record review and retained testing were performed. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient with a history of anti-d and anti-c did not react with vra152 cell 5 (d-, c+c+).